Manufacturer narrative:
H3. Analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed " cable assembly has frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using a deep brain stimulation implantable pulse generator (ipg) and a dtc/ac power supply experienced issues with the external device. The patient stated that the recharger was not charging and that the dtc connector pin was bent. The patient noticed the bent connector pin over time. An email was sent to initiate a replacement of the desktop charger.

Event description:
Additional info received from patient that they received the replacement dtc and stated the recharger kept beeping and they were seeing an unknown screen where they described "getting a picture of the charging system itself and showing a symbol. Patient further clarified that in the upper left hand corner they saw a circle with a vertical line in the middle and the "device" with a "black mark across the top" and "3 dots on the side and in front of that symbol there's another box sitting in front of it that to me looks like a battery that is blank." Caller stated it appeared like somehow electricity was not getting to the "item." Patient then briefly saw the 'position antenna' screen but then went back to the initial screen. Patient services had the patient check their ins using their 37642 programmer and they saw that the ins battery was dark and fully charged. They also stated their hcp had recently checked their implant and told the patient that the ins battery was ok and that the patient had time left on it. Patient continued to hear the recharger beeping so patient services walked the patient through taking off the back panel of the recharger that was over the antenna and the patient performed a recharger reset and the patient thought that the reset worked but then the recharger went to the 'charge recharger" screen with an empty recharger battery and a plug indicating the patient should plug the recharger in. Patient plugged the recharger in but it kept showing the patient the 'charge recharger' screen no matter what button they pressed, the screen never changed. The troubleshooting steps taken on the call did not resolve the reported issue. A request was sent to the repair team to send the patient a replacement recharger using same address as previously noted in case.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 37751 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.